Manufacturer narrative:
Note: per the field service representative (fsr): in (B)(6) 2014 when the customer had their preventative maintenance (pm) performed, they did not want the epgs changed out. They only wanted the oxygen (o2) sensor replaced.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic pt gas system (epgs) was calibrated during set-up without issue. Two hours into the case, a message came up stating "unit needed to be re-calibrated". The device was not changed out, as they finished the case with the epgs as is. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: in review of info from the field service representative (fsr) and in review of the system-1 logs, this incident occurred on (B)(6) 2014. Later in cpb, "cal" appeared below the o2% gas box that displays the measured fio2 and is located in the middle of the central control monitor (ccm). According to the logs, the sensor measured the fractionated of inspired oxygen (fio2) at 83.6% where the blender set point was 73.5%. Since the sensor and blender were greater than ten percent different, the sensor is considered no longer calibrated. The user was still able to use the gas sliders and/or manual gas controls. The epgs was used to complete the case and no component was changed out. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.